Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control data show no indication of an issue with the system, reagent, or calibrator. Based upon the information provided, it is likely that the issue is related to pre-analytic handling as the customer re-used a sample cup that had already been used when running the sample.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for carcinoembryonic antigen (cea). The sample initially resulted as 7.26 ng/ml. The sample was repeated and resulted as 3.18 ng/ml. The value of 7.26 ng/ml was reported outside of the laboratory. The doctor complained, so the customer pulled the sample from the freezer on (B)(6) 2013 and repeated it twice. The first repeat performed on (B)(6) 2013 resulted as 3.42 ng/ml and the second repeat resulted as 3.39. The patient was not adversely affected by the event. The cea reagent lot number was 170257. The expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).